Manufacturer narrative:
Unit received with unresponsive buttons due to unlocked connector at lcd board. Unit received with cracked case at display window corners, display window, and belt clip slot. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the act, esc, and down arrow buttons on the insulin pump were unresponsive. A slight crack was located where the belt clip connects to the insulin pump. Customer's blood glucose level was 5.9 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.